Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 234 mg/dl. Customer reverted to using an alternate method of insulin therapy.